Event description:
During a lead revision surgery, the physician replaced the ipg suspecting malfunction. The ipg looked damaged as there was fluid discovered in the header. The ipg was also exhibiting impedance problems. The physician felt that the damage to the ipg was due to the patient's recent fall. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was discarded by the medical facility and will not be returned for analysis.